Event description:
It was reported that a (B)(4) clinical information center failed to alarm for an arterial blood pressure event. The alarm was visually and audibly annunciated at the dash 5000 physiological patient monitor at the bedside. There was no injury to the patient. Initial testing by a ge healthcare field engineer could not reproduce the failure. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.